Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic endoscopic procedure at an unknown date the patient sustained extensive burns. It was noticed that the base of the sheath of the forceps in use had exposed metal and was scorched. The intended procedure was canceled due to the burns. No further information was provided. The he replaced the forceps with another forceps and continued to complete the procedure. *there are no reports of treatment of burns by interrupting the procedure. Sheath model number unknown. Issue as a60800a. (B)(6) 2022 tatsumi (email from mr. (B)(6)). The defective product is wa69300m (lot number unknown). Surgery was canceled due to burns.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. During the investigation it was determined that the peek tube is deformed. The shaft insulation is shortened/has shrunk in its length and as a result has increased in its diameter along the shaft. Because of this phenomenon, the insulation can displace from its original position in the region of the rotating knob. Thus, the dielectric strength of the shaft insulation is no longer maintained due to exposed shaft tube at the proximal end. This was caused by a not tempered peek tube delivered by the supplier. Thus, the event/incident can be attributed to design and/or construction weakness. A manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. The case will be closed on olympus side and the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified therapeutic endoscopic procedure at an unknown date the patient sustained extensive burns. It was noticed that the base of the sheath of the forceps in use had exposed metal and was scorched. The intended procedure was canceled due to the burns. No further information was provided.